Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections updated, h6: type of investigation and investigation conclusions. The device was not returned for evaluation. An image review was performed on imagery provided of the patient's anatomy which appeared to have calcification and pannus growth. No manufacturing non-conformance was identified during the evaluation. As the device was not returned, engineering was unable to perform any visual inspection, dimensional analysis or functional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU for commander delivery system with s3, us provides guidance for potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: syncope. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: valve stenosis structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), device degeneration. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "increased gradients" was unable to be confirmed. A risk management documentation review was performed on the reported event and revealed the following: potential hazard: inadequate thv performance, hazardous situation: inadequate thv performance over time leading to symptoms (pvl, regurgitation, stenosis, structural valve deterioration, moderate gradient increase). Potential harm: additional intervention (percutaneous). Severity of harm: 2, probability of harm: 3 and risk level: low. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post-procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in percutaneous intervention. Of note, patient was currently planning to have valve-in-valve. The complaint for "increased gradients" was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 6 months post implantation of a 26mm sapien 3 valve in the aortic position the patient became syncopal. The patient's mg at the time of admission was 80mmhg". Additionally, calcification and pannus appeared on valve per imagery evaluation. Per the instructions for use, structure valve degeneration/deterioration is a potential risk associated with bioprosthetic heart valves. The structure valve degeneration/deterioration can be a result of early calcification of the leaflets, host tissue overgrowth, micro-thrombi, and/or inherent metabolic disorders. It is normal to have a small gradient across a prosthetic valve after implant, especially, implant into pre-existing failure bioprosthetic valve. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As such, available information suggests that patient factors (calcification/pannus growth) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Event description:
As reported, approximately 3 years and 6 months post implantation of a 26mm sapien 3 valve in the aortic position the patient became syncopal while driving and crashed their car and has a neck injury, patient is awaiting tavr with a plan to treat with a thv in thv this thursday 12/9 with a 26 s3, the patients mg at the time of admission was 80mmhg. The patient was presented with increased gradient and is awaiting treatment with a valve-in-valve procedure.

Manufacturer narrative:
Investigation is ongoing. Na.